Event description:
Pt reports she did not receive her full dose on (B)(6) 2025 and had about 30ml remaining. Pt tried to rerun the pump, but it was too late at night to do anything. Unable to finish infusion. Possible pump issue but patient will retry again after reprogramming pump. Pt reports tingling, loss in grip strength possibly due to not receiving full dose. Pt sent message to md. No further info. No replacement pump sent at this time. Serial number not provided.